Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a call service alarm issue: cgm failure occurred with three different sensors. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: black box and alarm history shows no activity outside of normal use. No alarm occurred during the investigation; the pump passed an rf test. Intermittent condition was found to the cgm circuit due a cold solder connection on the transceiver board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.